Event description:
The bypass machine tubing became disconnected during a bypass case. The patient was not on the bypass at the time of the disconnection, but prior to bypass the perfusionist added an additional unit of packed red blood cells (prbc) to the bypass machine after the disconnection and before going on bypass because of the volume loss. The tubing came disconnected on the "low pressure side" of the tubing. The connection that separated was not "zip tied."